Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product- fenlin shoulder glenoid catalog#:unk lot#:unk, fenlin shoulder stem catalog#:unk lot#:unk. Reported event was confirmed by review of x-rays provided. X-ray reviewer stated "anatomic total shoulder arthroplasty is present with metal glenoid and humeral components. The humeral component is subluxed superiorly. Device components appear intact. Complete there is absence of expected clear space between the humeral prosthesis and metal glenoid component suggesting marked polyethylene wear. A wide zone of radiolucency osteolytic bone resorption is present about the glenoid component which is greater than that typically seen with mechanical loosening along, suggesting granulomatous osteolysis. A mild superior orientation of the glenoid component suggests possible subsidence and superior rotation of the glenoid component; however, baseline images are not submitted and surgical placement of the glenoid component is not known. The humeral component appears intact and has a mildly high placement with respect to the surgical neck of the humerus. High placement of the humeral component may have resulted in eccentric load on the glenoid component, polyethylene wear and rocking horse loosening of the glenoid component. Chronic scalloping proximal medial humeral metaphysis, may be mechanical erosion due to impingement of the proximal humeral metaphysis with the glenoid component upon humerus adduction." DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a shoulder arthroplasty revision approximately 18-19 years post-implantation. The stem, head and glenoid were removed and a spacer was implanted. Review of x-rays indicate the patient was revised due to polyethylene wear, subluxation, radiolucency, granulomatous osteolysis, possible glenoid subsidence/loosening, and possible impingement.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were reviewed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient was revised to address infection. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Infection could not be confirmed, however osteolysis, radiolucency, wear, and subsidence are confirmed by review of x-rays. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a shoulder arthroplasty revision due to infection approximately 18-19 years post-implantation. The stem, head and glenoid were removed and a spacer was implanted. Review of x-rays indicate polyethylene wear, subluxation, radiolucency, granulomatous osteolysis, possible glenoid subsidence/loosening, and possible impingement.

Manufacturer narrative:
(B)(6). Implant date - unknown date in 1998-1999. Customer has indicated that the product will not be returned [retained by hospital] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03934 and 0001822565-2017-03941.

Event description:
It was reported that the patient underwent a shoulder arthroplasty revision due to unknown reasons approximately 18-19 years post-implantation. The stem, head and glenoid were removed and a spacer was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.